Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that there was a lack of energy.

Manufacturer narrative:
The rse evaluated the device remotely and determined that it was experiencing a lack of energy issue. The customer declined service. The device remains at the customer site, and no further evaluation is warranted at this time.